Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed black screen. A field service engineer (fse) noted that the customer had disconnected the pyxibus cable from auxiliary drawers 2.1 and 2.2 and then station powered on. Using a meter, the fse determined that the drawer controller in 2.2 was defective and replaced the drawer controller and inspected the pyxibus cable. Customer tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary displayed black screen. However, there were no delays or adverse events or injuries reported based on this event.